Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion. Sometime post-op, it was reported that a bone screw backed out. A revision surgery has not been planned at this time. No patient complications have been reported.